Manufacturer narrative:
G4:07dec2020, b4:08dec2020 . The manufacturer¿s international service technician could not confirm the reported issue despite operation checking. The manufacturer¿s field service engineer (fse) replaced the touchscreen as a precaution. The unit successfully passed the require performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23jan2021. H11:g5:k102985. H10: failure analysis on the returned touchscreen was not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
The customer reported the silence button does not work. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.